Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was intended to be implanted in the endovascular treatment of a 135mm aaa . Previously the patient had a non mdt stent graft, a endurant cuff, a talent limb and a aneurx limb graft implanted. The plan was to completely reline the previously implanted stent grafts.  It was reported that when attempting to implant the endurant ii bifurcate, the physician and the sales representative attending the case were unable to locate the "e" marker to determine where the gate would ultimately open.  It was said the patient had only 83mm from the proximal landing zone to the flow divider. Gate placement was essential and it was a must that the stent graft be deployed above the flow divider on the contra-lateral side and not crossed limbs. The delivery system was then removed out of the patient and upon inspection of how the stent graft was contained in the delivery system , it was said the graft appeared twisted.  This stent graft was then discarded and a endurant iis bifurcate was implanted without issues along with 4 endurant limbs.  Per the physician the cause could not be determined.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; additional information received: it was confirmed the endurant iis stent graft system was implanted to reline a type iii endoleak in the previously implanted stent grafts. It was reported the endoleak appeared to be resolved on final angiogram. It was confirmed that the endoleak was a type iiia endoleak and was noted in the non-medtronic stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.